Event description:
A malfunction was reported on the pump, specifically displaying the code "malf 12." There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the process, after which the malfunction code did not recur. The customer was informed to continue using the pump and to call back if the issue arises again, which the customer acknowledged and understood.